Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: cs-cpl-2018-01223. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the c-ring. The cannula handle with its tubes appeared intact. It was observed that the c-ring was cut in half longitudinally. The edges where it was transected appeared melted. The scope wash tubing and the retention rib remained attached to the cannula. Based on the returned condition of the device and the evaluation results, the reported failure "break" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring was broken upon removing from package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring was broken upon removing from package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.